Event description:
It was reported that after the right atrial (ra) lead was implanted it became dislodged overnight. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.